Event description:
The customer reported the ventilator went vent inop, and alarmed upon startup. There was no patient involvement. Vent inop, when in use, will steop providing ventilatory support to the patient.